Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device after an interventional coronary procedure. The proglide sutures were successfully deployed. Reportedly, during proglide device removal, the proglide device was stuck in the tissue tract at the level of the foot where the sheath covers the guide. The sheath was catching in the tissue tract. The lever had been returned to the original position and the foot had been closed prior to attempted proglide device removal. A cutdown was performed to widen the tissue tract and remove the proglide device. Hemostasis was achieved using the successfully deployed sutures of the proglide device. Pain medication was given. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.